Event description:
The facility representative reported a colleague infusion pump with failure code 507:320. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00 - unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 507:320 was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that failure code 507:320:844:0000, found in the device event history, confirms the reported condition. The root cause of this condition was determined to be keypad circuit problems due to a defective user interface module harness and defective front bezel. The front bezel and wiring harness were replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.